Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the reverse shoulder replacement was done for instability. Revision surgery for a poly exchange. No further information was provided.